Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07596, 07605, 07616 & 07621.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Subsequently, patient underwent two-stage revision due to infection on approximately three months post-implantation. Patient was reimplanted with permanent devices approximately four months following the initial implantation. No additional patient consequences were reported